Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
Customer allegedly received the following results, with two different compact plus meters, within 10 minutes: 101 mg/dl and 56 mg/dl (system 1) and 54 mg/dl (system 2). No adverse event reported. The customer was using different test strips from different strip boxes for each meter and results. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.